Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening of the tibia at the cement to implant interface. Cement used was competitor. Patient had primary left knee done in 2003. Patient had a cr sigma and fb tray, cr insert and patella implanted then on (B)(6) 2018 surgeon determined cr femur well fixed and well positioned. Surgeon removed mbt revision tray and cvdrp implanted. Patella and femur left in place. Doi: 2003, dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: "the provided photographs were reviewed. The tibial tray shows signs of yellowing oxidation, delamination and wear on the articulating surfaces, as well as material missing from the posterior condyle locations of the implant."